Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. It was alleged that the yellow o-ring was visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2019 with the following findings: during investigation, there were reboots observed in black box download. The battery compartment is cracked alongside of pump with a stripped battery cap. The battery cap was unable to establish an electrical connection, no power to pump duplicated. A test cap used for testing purposes and the pump powered on normal with no alarms. Pump exercised with test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.